Event description:
A caller reported a malfunction on the pump, identified with code malf 12, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from cts in resetting the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arose again.